Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had numerous pump errors which caused them to have rewind and prime. Customer stated that they were caused to exit auto mode and had a updating of active insulin. Customer stated that they received sensor updating alert. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.